Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the u.s. And patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. (B)(4). Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had significant battery depletion in a short space of time. The physician is questioning this drop, possible premature battery depletion, and remaining longevity to recommended replacement time (rrt). The device remains in use. No patient complications have been reported as a result of this event.